Manufacturer narrative:
Investigation report received on 06-nov-2024 from qa department. This investigation was conducted for an unknown batch of neck shoulder wrist (nsw) 8hr product. There was limited device specific information provided. No batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. A 36-month trend analysis has been conducted; the records search returned a total of 35 complaints for nsw 8hr products during this time period. The search described in this investigation summary takes into consideration all adverse events. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare neck shoulder wrist 8hr product. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause burns in the hazard analysis (B)(4). There are mitigation's in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This complaint complies with the requirements stated in investigation procedure wi-000098885 processing consumer complaints, effective 23-oct-2024, version 5.0 and it is recommended for approval. There are pre-identified risk factors that identify burns listed in the hazard analysis (B)(4). During the investigation of this complaint (B)(4) was reviewed and no further risk was identified. Since this complaint is not justified and there is no defect identified, there are no changes required to the risk documentation as a result of this investigation. Based on the information provided, the event of burn as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the device use. The pi of thermacare neck shoulder wrist mentions that burn could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the reported adverse event was considered as possible. This investigation was conducted for an unknown lot number of neck, shoulder, wrist 8hr product with the sub class adverse event safety request for investigation. There was limited device specific information provided. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The complaint was evaluated to identify a potential trends. A 36-month trend analysis will be conducted for complaints with an unknown lot number since the date of manufacture is not known for unknown lot numbers. There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare nsw 8hr products. There is no further action required.

Event description:
Angelini s.p.a. Received the following information on 23-oct-2024 and provided it to bridges consumer healthcare on 04-nov-2024 and 05-nov-2024. On 06-nov-2024, angelini s.p.a. Received additional information and provided it to bridges consumer healthcare on 19-nov-2024. The report is as follows: this serious spontaneous medical device case, manufacturer control number: (B)(4) is an initial report from spain received on 23/oct/2024 from a consumer through angelini spain (ang-es24-085-ps). This case report concerns a female patient (age not reported), who applied thermacare neck shoulder wrist (batch number: unknown; expiry date: unknown) for a contracture. Concomitant medications: unknown. Medical history: unknown. On an unspecified date, after thermacare neck shoulder wrist initiation, the patient experienced a burn. Patient reported that she bought a thermal patch for her neck, it was very hot, she thought it would be very good for the contracture she had, but at night when she took it off, she saw that she had a burn on both sides of her neck. Outcome: burn: unknown the action taken in response to the events for thermacare neck shoulder wrist was unknown. Angelini medical assessment: the pi of thermacare neck shoulder wrist mentions that burn could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the reported adverse event was considered as possible. The overall assessment for this case is serious/labeled/possible.